Event description:
Consumer called to report too many variations in his meter readings. Analysis run on clark error grid using mean avg reading (161) as reference point vs. Bd readings (272, 49) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.